Event description:
This report addresses a connection issue in reference to the titanium adapter. During follow up with a care giver(cg), the cg reported a connection issue between the metal (adapter) and plastic piece(transfer set), see report 1423500-2012-17812, of the home patient's (hp) "connector piece". The cg stated the metal piece (adapter) came apart causing air to get in and cause the alarm. The cg was asked if the connection issue was on the catheter or the transfer set. The cg stated it was on the line coming out of the hp and not on the line of the cassette. Therapy has been going well since the reported incident. No further information was given. There was patient involvement but no injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined.